Event description:
In 2007, the pt was treated for a traumatic aortic transection. The tag device was placed. The internal iliac artery ruptured as the introducer sheath was removed. Repair of the artery was attempted with an atrium icast device. Minimal blood flow through the atrium icast device noted and the artery appeared dissected. The iliac artery was surgically repaired. The pt's condition was stable.

Manufacturer narrative:
A review of the manufacturing paperwork cannot be conducted as the lot number is not known. Device manufacture date is not known.